Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model. It was also reported the patient's scs ipg pocket site was relocated to facilitate ease of charging. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reported being unable to establish communication between her scs ipg and external devices(communication error from programmer) after not charging/using the scs system for at least 1.5 months. The patient also reported, the ipg was charged when she turned off the system. A replacement charging system did not resolve the issue. An sjm representative confirmed the scs ipg was inoperable. As a result, surgical intervention will be taken at a later date to address the issue.